Event description:
It is reported that the device is fractured.

Manufacturer narrative:
Evaluation summary: the device has to function under high impact loads. Normal wear and tear during repeated use appears to be the cause for the reported condition. Evaluation: as returned, the specimen exhibits a fracture on one side of the distal part of the dovetail. The fractured piece was not returned for review. The opposite side exhibits cracking as well. Failure of this side was also imminent. No lot number was provided; therefore, device history records could not be reviewed.